Event description:
During baxter's functionality testing of a spectrum pump, it did not auto restart after a downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. The pump was calibrated to ensure proper downstream occlusion detection.